Manufacturer narrative:
(B)(6). Air dermatome, serial number (B)(4), was manufactured on june 11, 2014, and was over 2 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor nicks throughout the housing. The leading edge of the control bar and hand piece appear to be in good condition. All four width plates show minimal to no wear. The thickness lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade was flush with the control bar. The safety switch was bent, however, it operated as intended. The device was tested under (B)(4) with the qa test hose and the motor operated within the motor speed specifications. The device was tested with the customer hose and the motor operated within the motor speed specifications. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was skipping¿ was non-verifiable as no testing was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the device was "skipping." No adverse events have been reported as a result of the malfunction.